Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.